Event description:
It was reported that there was a hair enclosed within the packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a hair enclosed within the packaging.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Upon visual inspection of the received unit a hair was found in the blister seal. Review of the device history record of the subject part and lot number disclosed no manufacturing issues that could be related to the reported failure condition. Based on the investigation, the most probable root cause for this foreign material can be attributed to workmanship (procedure not followed). The hair was not captured during the particles inspection check or packaging stage. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.